Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. (B)(4).

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6), 2010. Subsequently, the patient was revised (B)(6), 2010, due to infection. The tibial bearing was removed and replaced. No further information has been reported to date.